Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested to replace the graphic user interface (gui) to breath delivery (bd) cable. The customer reported to have replaced the cable and ventilator passed all testing. Covidien is not authorized to service the device.